Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced distal tip erosion on the left side. A surgical procedure was performed in which the existing cylinders were removed, the defect was repaired, and new cylinders were implanted. There were no further patient complications.